Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The sheath of the flexor high-flex ansel guiding sheath was returned with the proximal fittings separated from the sheath tubing. Compression marks are at 0.2cm, 1.0cm, 2.6cm and 4.0cm from the proximal end. Each compression is 0.4cm in length. A protrusion is noted 34.9cm from the proximal end. Flare is out of round. The connector cap was disassembled from the check-flo body and no nonconformities were noted. The connector cap accepts maximum pin gauge of 0.152". The flare of the device will not pass through the large lumen of the flare gauge. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor high-flex ansel guiding sheath was used in an unspecified procedure. Upon receipt of the returned product, it was noted the hub is separated from the sheath. No other information has been provided. Patient and procedural information have been requested.

Event description:
A flexor high-flex ansel guiding sheath was used in an unspecified procedure in a calcified area of a the leg. Upon receipt of the returned product, it was noted the hub is separated from the sheath. No other information has been provided. It has been documented that a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.